Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to a blood glucose level reading of ¿high¿ (value not provided) and a high ketone level identified as dangerous by healthcare provider. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2025 with no permanent damage. Reportedly, a cartridge alarm occurred indicating that the cartridge was removed during insulin delivery. Tandem technical support (cts) educated customer on proper cartridge removal. System check with cts confirmed that the pump and related supplies were operating as intended. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.